Event description:
The contrast port on a manifold has allowed injection of an air stream into the line. The manifold was replaced and the same line was used without further problem.

Manufacturer narrative:
The incident device was returned; however, no functional testing could be performed. No lot number was provided for inspection of the device history record nor could a manufacturing date be established with the information provided. Current inventory of the incident device was evaluated and (32) thirty-two samples from a random lot were tested and found to be acceptable. Each manifold inspected met all product specifications. At conclusion of the evaluation and inspection, no root cause of the reported malfunction could be determined.